Event description:
It was reported the patient was presented remotely via merlin.net. Transmissions revealed the patient¿s right atrial (ra) lead had loss of capture. The patient was brought into the clinic and the ra lead was re-reprogrammed resolving the issue. The clinic will continue to monitor the patient. The patient was in stable condition throughout.